Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that a sheath was inserted, and mapping was performed using the hd grid with the sheath. Excess blood was noted on the table. Upon farawave insertion, aspiration and flushing were performed. Bubbles were observed, and aspiration and flushing were repeated, but bubbles remained. Backflow of blood continued, and the doctors decided to switch sheaths. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned for analysis. Media provided. It was further reported that fluid leak was seen from distal end with slow drip. No air in patient was seen. The leak was a mix of saline and very low blood loss.